Event description:
It was reported that a motor stall had occurred and recovered after approximately 19 hours. A second motor stall occurred with a tube set message and recovery after 27 hours. The logs were checked, but the results were not reported. The patient experienced flu like symptoms, specified as muscle ache. He also experienced withdrawal symptoms and underdose symptoms, specified as increased pain, sweating and fever. These symptoms were throughout his whole body. The patient was hospitalized and the device was explanted at the end of april/beginning of may. It was replaced with a different manufacturer¿s device. The patient¿s status was reported as ¿alive ¿ no injury.¿ it was later reported the patient was ¿fine.¿ the type of medication being delivered via the device system was hydromorphone and clonidine. Additional information has been requested regarding the cause of the event and troubleshooting, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).